Event description:
It was reported that the atrial lead had a polarity switch. The lead programming was changed back to bipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c4tr01, bi-ventricular implantable pulse generator, (B)(6) 2013; a 5076, implantable pacing lead, (B)(6) 2013.